Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was an alert from this pacemaker for right ventricular automatic threshold test (rvat) was in suspension. Technical services (ts) analyzed the presenting electrogram (egm) and found that the rvat was suspended due to low evoked response on the right ventricular (rv) lead. It was noted that there were pacing lead impedance (pli) changes on the right ventricular (rv) lead and right atrial (ra) lead, including ra pli was out-of-range. There was a signal artifact monitoring (sam) episode with minute ventilation (mv) noise and oversensing which resulted in a mv sensor vector switch. Ts recommended a check on the patient. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Event description:
It was reported that there was an alert from this pacemaker for right ventricular automatic threshold test (rvat) was in suspension. Technical services (ts) analyzed the presenting electrogram (egm) and found that the rvat was suspended due to low evoked response on the right ventricular (rv) lead. It was noted that there were pacing lead impedance (pli) changes on the right ventricular (rv) lead and right atrial (ra) lead, including ra pli was out-of-range. There was a signal artifact monitoring (sam) episode with minute ventilation (mv) noise and oversensing which resulted in a mv sensor vector switch. Ts recommended a check on the patient. No adverse patient effects were reported. Currently, this pacemaker system remains in service.